Event description:
It was reported that during a da vinci-assisted pediatric cholecystectomy surgical procedure, the medium-large clip applier instrument was not deploying the clips correctly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with nothing noted out of the ordinary. While the surgeon was attempting to apply the clip on the tissue, the clip applier would not deploy the clip. They used a backup clip applier to complete the procedure without issue and no injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the da vinci product involved in this complaint to perform failure analysis. The medium-large clip applier instrument was analyzed and reported failure was confirmed. The instrument was found to have one severely bent grip, causing misalignment of the grips. A clip can not be properly loaded on the grips. The grips did not show cracking damage. Components adjacent to this severely bent grip did not show damage.